Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure, bent cannula or unsure the cannula inserted correctly issues reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 260 mg/dl while wearing the pod between 4 and 24 hours. They did not know if the cannula inserted properly. When removed from the infusion site, the pod's cannula was found bent. The pink slide was reported to have not moved forward.